Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the patient line was "kinked". Additionally, it was reported that multiple occlusion alarms occurred. A supply change was performed resolving the occlusion. Customer¿s blood glucose level was 230 mg/dl.